Event description:
Sample from a pregnant female with no previous history and a positive antibody screen did not retract with vra146. Patient was later identified to have an anti-e. Testing was performed with ficin treated cells.

Manufacturer narrative:
Ocd performed retained testing and a batch record review. Satisfactory results were observed. (B)(4).